Event description:
A monopolar electrosurgical cable began to smoke during a surgical procedure. It then sparked and some flame appeared. The flame was extinguished immediately with no injuries to any personnel or the pt.